Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Toothbrush started to smoke...heating up to the point of burning or smelling of smoke...outside melting - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush started to smoke. It started smelling like smoke and burning right away, and the outside was melting. No injury was reported.

Event description:
Toothbrush started to smoke...heating up to the point of burning or smelling of smoke...outside melting - oral-b [device catching fire]. Case narrative: consumer via phone stated that their oral-b toothbrush started to smoke. It started smelling like smoke and burning right away, and the outside was melting. No injury was reported. 26-jun-2023 case update: the suspect product lot was 1rf222111025 105. No injury was reported.

Manufacturer narrative:
02-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.